Manufacturer narrative:
The device was disposed of and was not available for evaluation. A correlation between the device and the reported driveline and potential pump pocket infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device ¿ 3 years and 5 months. (B)(4). It was reported that the device was disposed of at the hospital and would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 3 years of support, the patient experienced a driveline infection with potential involvement of the pump pocket. The patient received unspecified medical treatment and antibiotic therapy. The patient subsequently underwent a pump exchange on (B)(6) 2017. No additional information was provided.